Event description:
The 15 mm trocar that was in the abdomen was noted by the scrub tech to be non-intact, it appeared that a piece of it at the tip was broken off. The surgeons looked for the piece that has broken off and found it. The trocar was taken out and matched with the small piece that was found. When put together, the trocar and the small piece of plastic completed the whole tip of the trocar.